Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, blood went inside the cardiosave intra-aortic balloon pump (iabp) unit. The console was immediately removed from the patient. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Identified blood in the pim, and safety disk, with nothing past that point. Unable to run unit initially to eliminate risk of introducing blood into the unit. Replaced pim and safety disk. No blood or fluid signs on lines from pim to fill manifold to vacuum and pressure reservoirs. Successfully completed a functional check without issue. Unit calibrated and passed all functional and safety tests per factory specifications.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a